Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatments.

Event description:
A patient received two appropriate shocks during vt. The arrhythmias were converted to a slower rhythm. The device properly detected vt from 12:41:26 to 12:45:13 on (B)(6) 2025. Varying heartrate, varying amplitudes, and motion artifact prevented the lifevest from treating the patient during these two times. The patient received a non-lifevest defibrillation at 12:45:55 on (B)(6) 2025. Varying heartrate, varying amplitudes, and motion artifact prevented the lifevest from treating the patient. Lifevest intended to treat life-threatening ventricular arrhythmias. The failure to convert a shock is a known and potentially adverse outcome of defibrillation therapy. Reporting out of abundance of caution.